Event description:
The customer stated that she received several erratic readings within minutes of each other. The reading were as follows: 287, 212, 187, and 106 mg/dl. The difference between 287 and 106 mg/dl falls in the "c" zone ofr the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.